Manufacturer narrative:
Estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis, suture malposition (air knot), suture detachment could not be determined. A conclusive cause for the reported patient effects of pseudoaneurysm, occlusion and claudication and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/non-surgical treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying perclose devices that may be related to: pseudoaneurysm, occlusion, claudication, suture break, "air knot" (inadequate apposition of the suture to the vessel wall), failure to achieve adequate hemostasis, re-hospitalization, additional closure device, manual arterial compression and additional angiographic procedures. Specific patient information is documented as unknown. Details are listed in the attached article, titled "angiographic follow-up after suture-mediated femoral artery closure."